Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period sep-2019 through aug-2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Device not returned: (4114/3221/67) despite request and/ or customer indicated that the device would be returned; however, no device was returned.

Event description:
N/a

Manufacturer narrative:
(B)(4). Corrected section: h3 device evaluated by mfg from "no" to "yes". Testing of actual/suspected device & testing of raw/starting materials: (10 & 4105/213/67) the device was returned to the factory for evaluation on 03/08/2022. An investigation was conducted on 03/16/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device with the white plunger depressed and the blue safety lock off which allows for the white plunger to be depressed. The seal was observed to be in a fully opened state with no visual defects observed on the seal. The tension spring was observed to be not in its normal position in the delivery tube. The seal and tension spring assembly was removed from the delivery device with no physical or visual difficulties observed. Measurements of the delivery device were taken; the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.218 inches. The length of the delivery tube was measured at 2.47 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device, the reported failure "activation problem" was not confirmed.

Event description:
N/a.

Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm), 5-pack seal was loaded according to the procedure, a hole was made in the patient's aorta with a cutter, the delivery device filled with the seal was inserted into the aorta, and then the plunger was pushed to pull out the delivery device. It didn't seem to be deployed, and the seal was pulled out along with the delivery device. The seal could not be deployed in the aorta and came off as it was. Immediately prepare and use an alternative heart string. This time it can be used without problems. The time to prepare the second heart string was a little bleeding due to hemostasis with the fingers, but it is not clear how much. The effect on the patient was increased bleeding. However, the amount was small and did not have a significant impact on the patient.